Event description:
Procedure performed: laparoscopic cholecystectomy. Voicemail stated "clips misfiring, not sealing correctly and crossing of the clips". Have attached product complaint form from hospital. Additional information received via email on 28jun2019 (territory manager). The clip fully loaded into the jaws upon actuation. Yes, the trigger was squeezed "plastic to plastic". The artery, and duct were both skeletonized before firing. The apex or the tip would cross over when closing. The experience occurred when firing the clip. 6 clips were applied on the cbd 3 working 3 not. 5 on cystic artery 3 working 2 not. 12 out of the 20 clips experienced the reported event. Additional information received via email on 16jul2019 (territory manager). When the customer says the tips are crossing they're referring to clip scissoring. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation in a re-sterilized condition. Testing was performed on the event unit. However, the complainant¿s experience of a scissored clip could not be replicated or confirmed. The event unit passed functional testing and there were no visible non-conformances. Based on the condition of the returned unit and testing that was performed, the exact root cause of the reported event could not be determined.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Voicemail stated "clips misfiring, not sealing correctly and crossing of the clips." Have attached product complaint form from hospital. Additional information received via email on 28jun2019 (territory manager): the clip fully loaded into the jaws upon actuation. Yes, the trigger was squeezed "plastic to plastic." The artery, and duct were both skeletonized before firing. The apex or the tip would cross over when closing. The experience occurred when firing the clip. 6 clips were applied on the cbd 3 working 3 not. 5 on cystic artery 3 working 2 not. 12 out of the 20 clips experienced the reported event. Additional information received via email on 16jul2019 (territory manager): when the customer says the tips are crossing they're referring to clip scissoring. Patient status: no patient injury or illness occurred associated with the complaint event.